Manufacturer narrative:
Not available. The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the device was explanted. No other information is available at this time.